Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient lost stimulation about 6 months ago. When impedances were checked, all electrodes 1-16 were greater than 40,000. The patient was seen by their regular pain management office, but the office had to refer the patient to a neurosurgeon due to the device being a surgical paddle. The patient stated they sleep with their grandson and their grandson had a tendency of kicking the patient in the back while they slept. The patient was informed it was not a good idea and they probably shouldn¿t allow their grandson to sleep with them or kick them in the back due to the fact the kicking could cause a fracture in their lead and that was probably the reason all of the electrodes were greater than 40,000. The battery was checked and there was a reading of 2.3. This reading could have been because the patient had an open circuit situation for greater than 6 months and throughout that time the patient left their ins on and did not turn it off. The patient did not feel stimulation during that time and could have caused draining of the ins. The lead and ins were replaced on (B)(6) 2017 and the faulty products were in route to the manufacturer for analysis. The issue was reported as being resolved. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that they do not have the tracking number of the returned lead or ins, as they returned the devices via post office. The physician is aware of the event. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 977c165 (B)(4) implanted: (B)(6)2016 product type lead. Previously reported codes no longer applicable to ins (B)(4)). All coding applies to the lead (B)(4). The lead (B)(4) was returned to analysis, and all conductors were found to be broken 11.9 to 12.3 cm from the distal end. If information is provided in the future, a supplemental report will be issued.